Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Stent was approx. 90 mm long instead of 120 mm. It is reported that the stent was placed in target area, more or less, not fully satisfied. Another stent was used. No patient harm occurred. No intervention due to event was necessary. Extension of procedure was more than 30 minutes. Please note that this device (protege everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device (protege everflex) approved under PMA # p110023. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.